Event description:
Surgeon implanted a lens. The lens trailing haptic tore off upon insertion into the eye. The lens was removed whole without enlarging the the incision. No pt injury. It was unk what caused the trailing haptic to tear off. The facility was unable to provide the injector and cartridge model and lot numbers.